Event description:
Fractured, ceramic, insulation. During gynecological procedure, the surgeon after 25 minutes of use noticed that the ceramic insulation was chipped away. He does not know whether it is retained in the pt and elected not to search for the chip. There were no adverse pt consequences reported.

Manufacturer narrative:
Sent to FDA 5/26/99.